Manufacturer narrative:
This supplemental report is being submitted to provide the results of the lms final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection. The reportable missing locking pin issue was confirmed by the legal manufacturer. Based on the investigation results, it is presumed that the reported issue can be attributed to improper handling and the application of excessive force, and impact to the device. Such as, a fall, shock or stress. The event can be detected/prevented by following the instructions for use, which states: chapter 2 safety information 2.5 general warnings and cautions notice risk of damage to the product the endoscope is a precise optical device. Careless handling may damage the endoscope. ¿ always handle the endoscope with care. ¿ do not hold the endoscope by the distal end only. ¿ do not bend the insertion tube. ¿ always store and transport the endoscope in the supplied protective tube. ¿ remove the endoscope from the protective tube only before direct use, manual cleaning or automated cleaning and disinfection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the rigid endoscope telescope had a broken or missing lock pin. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.